Event description:
The advocate stated the customer received a blood glucose reading on her contour meter of 510 mg/dl from her contour and a reading of 209 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the strips for evaluation. Replacement strips and meter were sent to the customer.